Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed severe damage to the exterior and interior of the device. Root cause of reported failure is physical damage most likely from user abuse. Furthermore, the charge-pak was expired. The customer received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.